Manufacturer narrative:
The battery pack was returned to the manufacturer for investigation. The investigation is ongoing. When the investigation is complete, a follow up report will be filed.

Event description:
It was reported that after the procedure was completed, the battery case heated up and the nurse received a first degree burn on his forearm. No information was received on the treatment of the burn or the condition of the nurse.